Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when he expired. The etiology of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, the hpm reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt). During the intake process, it was reported the patient was undergoing ccpd therapy when patient expired. Follow-up with the patients¿ home program manager (hpm) confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2025. The patient reportedly expired while sleeping and was discovered by the patient¿s spouse. The hpm reported the patient¿s primary cause of death was cardiac arrest and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage.there were visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area.here were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.there were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt). During the intake process, it was reported the patient was undergoing ccpd therapy when patient expired. Follow-up with the patients¿ home program manager (hpm) confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2025. The patient reportedly expired while sleeping and was discovered by the patient¿s spouse. The hpm reported the patient¿s primary cause of death was cardiac arrest and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.